Event description:
Atrial unipolar lead impedance warning on (B)(6) 2019. Measured 190 ohms. Current measurement 228 ohms. Measurement consistent with historical values. A atrial polarity switch on (B)(6) 2022 from bipolar to unipolar. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).